Manufacturer narrative:
Findings: unit passed the self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No motor error alarm or watch dog set test failure alarms noted. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog set test failure. Customer's blood glucose at time of incident was 600 mg/dl. The customer was unable to complete rewind sequence. The customer was advised that the device would be replaced. The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 600 mg/dl. Customer stated that he needs to set up his pump so that he can troubleshoot for the pump. Customer was advised to call back to troubleshoot. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl.